Event description:
It was reported that a filter limb detached and migrated to the right side of the patient's heart. The limb detachment was an incidental finding by the patient's cardiologist during a routine coronary angiogram. The filter had been implanted in the superior vena cava and remains in good position; the physician chose to leave the filter and fractured limb where they are. The patient is asymptomatic. There was no injury to the patient. The filter had been placed, approximately 3 years and 8 months ago, due to bilateral upper extremity dvt and pe.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The product remains implanted; therefore, not available for evaluation. Case images were requested; however, were not available. The result of the investigation is inconclusive as neither the product nor images were available for evaluation. The current IFU (instructions for use) for this device states: potential complications include, but are not limited to: filter fracture. Filter fracture is a known complication of vena cava filters. There have been some reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases, however, have been reported without any adverse clinical sequelae.